Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional, left side reported. Capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional later reported displacement of implant to the side, folds and no rupture confirmed intact and. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Continued e1. Phone: (B)(6). Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d3, d4, d6(a), e1, g1, g4, h4, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, crease/folding of implant and migration was received on mar 03, 2025 with lot number 1189467. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed. Migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional left side reported capsular contracture baker grade IV. Healthcare professional later reported displacement of implant to the side, folds and no rupture confirmed intact. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: observed. ¿ migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6., h.11.

Event description:
Healthcare professional left side reported capsular contracture baker grade IV. Healthcare professional later reported displacement of implant to the side, folds and no rupture confirmed intact. Device has been explanted and replaced.